Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial#, implanted: (B)(6) 2020, explanted: (B)(6) 2021. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that as the surgeon went in to replace the battery, she pulled out the old battery and it wasn¿t attached to the lead. It was noted that there were audible clicks in the previous procedure and the screw was tightened. The device was being replaced with the micro implant as the patient wanted a rechargeable device. The issue was resolved at the time of the report. There were no patient complications reported as a result of this event.